Manufacturer narrative:
Additional information was received reporting that the intraocular lens implanted in the patient's right eye had been explanted. The date of explant was not provided. The serial number of the explanted lens from the right eye, was not provided, is unknown. As the serial number of the explanted lens is not known, supplemental reports for both implanted lenses are being submitted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
At this time, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient isn't able to tolerate the multifocal lens implant. Patient had two multifocal lenses implanted and both lenses will be explanted. No further information was provided. This MDR represents the second of two reports for this patient.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. A product investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.